Event description:
It was reported that the patient presented for follow-up in clinic experiencing phrenic nerve stimulation (pns). Device interrogation showed device was in backup vvi mode. The device was successfully restored, and no further pns was noted. There were no adverse health consequences to the patient.